Manufacturer narrative:
During service, the trigger assembly would catch and cause the device to intermittently run-on due to a buildup of corrosion in trigger assembly components. The device was repaired and returned to the loaner stock at stryker.

Event description:
It was reported that during testing conducted at the manufacturer facility the trigger of the device was sticking, causing the device to continue to run after the trigger was released. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.